Manufacturer narrative:
(B)(4). Method: (process evaluation) device work order search. Results: (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion - (device related): data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4): device not returned.

Event description:
Reporter indicated that the surgeon used a ks-ni2 22.5d preloaded injector on (B)(6) 2016. When handling the rod of the device, the lens became stuck in the injector and was canceled. No patient contact.